Event description:
The valve was implanted 10 years ago. The valve system was explanted due to biosubstance blockage of the valve. During explantation the physician found that the peritoneal catheter was deteriorated, from the neck to the breast portion. The catheter is the object of this report, based on the comments rec'd from the report source.

Manufacturer narrative:
The catheter was inspected under a microscope. What was described by the customer as a deteriorated aspect was found to be a bio fiber residue covering the surface of the catheter. Once the residue was removed the catheter was found intact and conforming to the specifications. No review of the manufacturing batch records could be performed as the product code and lot number were unknown. The complaint could not be confirmed, all testing results were within specification. At this time, jjpi considers this file closed.